Event description:
It was reported that the at the patients follow up, the atrial lead exhibited poor sensing, loss of capture and high lead impedance. A chest x-ray confirmed the lead was dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.